Event description:
The patient rec'd two trial leads with the same lot number. It was reported the patient experienced swelling of the feet and ankles and discoloration since implant. Surgical intervention was undertaken on (B)(6) 2014 and the leads were explanted. Symptoms showed improvement postoperatively. Further f/u revealed the issue has resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.